Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator had delivered inappropriate shocks and was in back up mode. The patient also stated they received a vibratory alert. The device was reprogrammed. The patient was in stable condition.